Event description:
From rt: vent made weird sound, shutdown, black screen, came on ambient mode. Had him fill out questioners and send logs.

Manufacturer narrative:
The issue in cer 82847 is deemed a reportable event since the malfunction termination of the breath monitoring process which logs different tfs and switches to ambient state during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device was a software issue that sent the device into ambient state after 65535 autozero-runs. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4) was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in (B)(4). As it will be deemed a reportable event. Hamilton fm 653570 rev. 00 page 4 of 5 medical complaint investigation report (remediation) confidential complaint nr. (B)(4).